Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to pacing not delivered when required and increased threshold post implant. The lead remains in service at this point. No additional adverse patient effects were reported.